Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety/product/procedure: no observed. Additional observations: yellow particles on the surface of the shell observed. Crease fold observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture. Physician reported capsular contracture, baker grade iii/IV and concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, capsular contracture baker, grade iii/IV. And concerns with the product. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported right side rupture. Physician reported capsular contracture, baker grade iii/IV and concerns with the product. Device has been explanted and replaced.